Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with scoliosis underwent an unspecified spinal procedure. Intra-op, the driver broke. No fragment of the broken driver remains in the patient. No patient complications were reported as the result of this event.